Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label information is shifted and incomplete with a bd safetyglide¿ 1ml w/ndl 27x1/2. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: syringe: print defect on the peel off paper, on a small quantity text block is shifted on some syringes the ¿2¿ at the end of the needle description 1 ml 27h x ½ is printed to close to the edge of the peel off paper, so that it is printed incompletely. Text remains readable, batch is accepted defect was noticed during visual inspection of samples, 5 samples with the defect were found, while 200 samples were inspected.

Manufacturer narrative:
H.6. Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of 1ml, 13mm, 27g bd safetyglide syringes from lot # 9106698, regarding item # 305945 with the reported issue of ¿text block is shifted on some syringes the ¿2¿ at the end of the needle description 1 ml 27h x ½ is printed to close to the edge of the peel off paper, so that it is printed incompletely. The photos were examined and the graphics on the printed blister pack are shifted and cut off on the edges. A review of the device history record was completed for batch# 9106698. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for missing print. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Holdrege investigation: complaint (B)(4). On 18dec2019, holdrege received a complaint, via pictures from material 305945, batch 9106698. Visual inspection of the photos showed 3 blisters where the print appears shifted causing some of the letter ¿2¿ from the description of ¿1ml 27 27g x 1/2¿ to be off the edge of the blister. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Roller bars maintain alignment of the top web and carrier chain clamps maintain the bottom web, so both are aligned together to create a good quality seal on the blister while ensuring each blister package has a complete labeling legend for product identification. The required quality inspections for product identification on the blister package consist of the following: ¿ one proper and legible batch number/expiration number must appear on each package on the top web at the peel apart; ¿ human readable information with 2d bar code must be legible; ¿ printed 2d bar code: o confirm the bar code passes readability; o confirm the information in the bar code matches the human readable lot code information (i.e. Lot, expirt, etc¿). There were no quality notifications or l2l entries that pertained to these defects during the production of this batch. The DHR was reviewed and there was nothing that pertained to this defect. A definitive root cause cannot be determined. This condition is not considered rejectable rather the process is corrected as the information is readable and the blister does have a legible legend for product identification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer retuned (3) 1ml, 13mm, 27g bd safetyglide syringes in sealed blister packs from lot # 9106698 that exhibited the same condition as shown in the attached photos and previous investigation. The previous investigation remains valid. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see section h.10.

Event description:
It was reported that label information is shifted and incomplete with a bd safetyglide¿ 1ml w/ndl 27x1/2. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: syringe: print defect on the peel off paper, on a small quantity text block is shifted on some syringes the ¿2¿ at the end of the needle description 1 ml 27h x ½ is printed to close to the edge of the peel off paper, so that it is printed incompletely. Text remains readable, batch is accepted defect was noticed during visual inspection of samples, 5 samples with the defect were found, while 200 samples were inspected.